Event description:
The customer reported that while manually validating a patient sample within the centralink data management system 'review and edit screen', the screen flickered and more than one sample was validated. The customer did observe this sample in a second review within the laboratory information system. There were no reports of adverse health consequences or known patient intervention due to the manually validated patient sample.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc analyzed the instrument data and determined that the cause of more than one sample validation occuring while manually validating one patient sample, was due to a malfunction in the computer mouse. The tsc instructed the customer to replace the computer mouse and perform a system power down and reboot. The centralink data management system is performing within specification and no further evaluation of the device is required.